Event description:
Additional information was received stating that the next step was that the system received an error 17 and the generator power loss.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The error 17 on the x-ray generator was received. In addition one time system started with a noisy beep, generator indication of generator not ready. Following the troubleshooting a loss of the main power was checked (k5,k6) and needed to tighten the operating incomes (24 volts). The checked the present voltages on the atp and ht control boards and they were okay. The fault did not appear. They performed many scans and shutdowns and everything was working correctly. The system was good use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that loud beeps were emitting from the imaging system and that the system was not responding and was non-functional. There was no patient present when this issue was identified.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The system wasn¿t able to radiant and loud beeps were heard. The site contacted the manufacturer representative (rep) stating that everything was fine and working the next day. The rep went to the site and the system booted with no issues. The rep checked the logs and saw ¿umbilical disconnected¿ massage. It appeared a minute after the system was powered on, this might have caused the communication problem between the mobile view station (mvs) and the imaging system computer. Some critical configuration files might not have not uploaded during the umbilical disconnection when the system was booting. This might affect the operation of the x-ray radiation output several scans were made on 2d and 3d with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.